Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high. Ketones were not present. The contact stated that the high bg was not due to the pump or supplies; however, was related to stress and "other factors". No additional information was provided regarding the other factors. The customer was taken to the emergency room (ER). No additional information was provided at the time of the report.

Event description:
The customer was admitted to the hospital on (B)(6) 2017 due to the high blood glucose (bg). No additional information regarding the cause of the high bg was provided. The contact reiterated that the high bg was due to "other factors". There were no issues observed with the cartridge, infusion set tubing or cannula. The customer was treated with 2 different types of insulin. The customer was discharged on (B)(6) 2017 with the high bg resolved.